Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a 300cm v-14 control wire. Visual inspection of the returned guidewire showed the distal tip damaged and a section of the polymer tip was detached. This detached fragment was not returned. The damaged section was located approximately at 299.5 cm from the proximal end. A second partial detachment was observed at this location but it remained attached to the code wire. The distal tip was kinked in different sections approximately 298 cm from the proximal end. The overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to polymer tip detached, the middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the tip detached and remained in the patient. A 300 cm v-14 control wire was selected for an angioplasty procedure in the superficial femoral artery (sfa), popliteal artery, and a multi-stenosed peroneal artery procedure. The procedure was completed successfully. It had been difficult to access the distal tibial posterior (pt) artery procedure due to occlusion and a short 1cm segment of the v14 wire fractured and was retained in the distal pt by the occlusion. The guidewire body was removed from patient and the wire fragment remained in the patient. Manual compression was performed for hemostasis. There were no patient complications reported.

Event description:
It was reported that the tip detached and remained in the patient. A 300 cm v-14 control wire was selected for an angioplasty procedure in the superficial femoral artery (sfa), popliteal artery, and a multi-stenosed peroneal artery procedure. The procedure was completed successfully. It had been difficult to access the distal tibial posterior (pt) artery procedure due to occlusion and a short 1cm segment of the v14 wire fractured and was retained in the distal pt by the occlusion. The guidewire body was removed from patient and the wire fragment remained in the patient. Manual compression was performed for hemostasis. There were no patient complications reported.